Event description:
The pt reportedly experienced facial nerve stimulation and difficulty achieving loudness in 2005, the pt was seen for evaluation. Surgery to explant the pt's ci device is to be scheduled.